Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. This event occurred outside of the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had "ongoing issues" with an elevated sensing integrity count (sic), noise and the triggering of lead integrity alerts. The arrhythmia detections and care alerts were turned off at that time as the physician believed the patient no longer required an implantable cardioverter-defibrillator. It was also reported that the rv lead has since had a high sic, high impedance and high threshold. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.